Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was not capturing. No intervention was performed. The patient was discharged and would be monitored.